Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A review of the device logs revealed no abnormalities that could have caused or contributed to the reported event. The service history review that the piston had been previously replaced. An internal and external inspection was performed with no abnormalities noted. The device passed the homechoice rite (return instrument test/evaluation) electrical test but failed the homechoice rite functional test. A manual volumetric accuracy test was performed and failed. A test piston foam was installed and the device was able to pass this test. The device passed the manual temperature test. An inspection of the door assembly found the door piston cracked on the top and the side of the left disposable and that the door piston foam was deteriorated. The direct cause was determined to be due to deteriorated door piston foam and a cracked door piston. The door piston and piston foam were scrapped and the device sent for servicing. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Because the device failed during evaluation, there was no patient involvement.